Event description:
Revision planned for pt with an interpositional knee device.

Manufacturer narrative:
Revision planned for pt with an interpositional knee device. Review of the device history record indicates that the device was manufactured to specification.